Event description:
It was reported that the patient was admitted to the hospital with dka. The patient's husband and cde reviewed the pump and found the following. The time and date were confirmed to be correct. The basal rates were correct (md recently increased the rates). The bolus history noted that the patient was missing boluses (per the cde). There were frames of time that the pt did not correct for bg's. In the alarm history it was noted that there were multiple auto off alarms. The auto off alarms were not confirmed and the patient and husband were not familiar with the alarms and did not know how to correct. This is thought to be the root cause of the high bg issues as they correlate together per husband and cde. Husband stated that when the patient starts to not feel well due to high bg, she does not bolus.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.